Event description:
During the evaluation, multiple system error 105 alarms were observed in the device history log. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The evaluation confirmed the system error 105 alarm through review of the device history log. The alarm was not reproduced during the evaluation. The motor is a known contributor to this system error and as a result, has been replaced.